Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed compromised force sensor system customer's blood glucose was 176 mg/dl. The device is being returned for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the device was unable to prime during the prime test and it alarmed motor error during basic occlusion test due to faulty force sensor system. The motor was tested outside of the device and it passed. The drive support was inspected and no anomaly was noted. The device had minor scratches on the lcd window, cracked case at display window corners, and cracked battery tube threads.